Event description:
The customer reported the ventilator shut down during est. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem and found the ac power cord to function intermittently. The fse replaced the ac power cord to correct the reported problem. Applicable final testing was completed per operating specifications.